Manufacturer narrative:
The reported event was confirmed during functional evaluation and archive data review of the autopulse platform (sn: (B)(4)). To remedy the issue, the faulty processor board was replaced. The autopulse platform is a reusable device and was manufactured in august 2011. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Additional repair and upgrade were completed (unrelated to the issue), to ensure that the autopulse platform is functional without issue and remains current. The damaged front cover observed during visual inspection was replaced and the software was updated. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a "system error. Out of service. Revert to manual CPR" message during a shift check. There was no patient involvement.